Event description:
The user facility reported, the interpulse battery has burned through a non-sterile glove after a procedure. No medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
Additional information:

Event description:
The user facility reported, the interpulse battery has burned through a non-sterile glove after a procedure. No medical intervention, no delay and no adverse consequences.